Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated. The reference samples for the lot 6007444 have been tested in trackwise record complaint (B)(4) on (B)(6) 2025. Test results: the reference samples were visually inspected, and flow tested. All test results were within specifications as per the test report complaint (B)(4) complaint test report.pdf attached in this record. Device history record (DHR) review: the 6007444 manufactured according to the document version 80 appendix 1 batch card for production of packaging room on 05-jul-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded. Trending: a query was run in database on 10/jul/2025 against malfunction code occlusion (source/cause cannot be identified, only use when a specific malfunction cannot be determined). No troubleshoot (t/s), inconclusive t/s, or partial t/s done, refer to cannot be determined cannot be determined. No escalation required and lot 6007444 with no similar complaints identified. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during productionrelated to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Manufacturer narrative:
E1: patient city - (B)(6). Patient country - united states. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized on (B)(6) 2025 due to hyperglycemia. The blood glucose level was 660 mg/dl at the time of event and the patient was administered insulin with intravenous drip. The patient also experienced symptoms like confusion, sick/unwell, flu like headache, tired/weak, altered vision/vision changes, extremity pain/cramps and increased thirst. The patient was admiited in the hospital for greater than twenty four hours. No further information available.

Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. MDR retraction: the initial MDR with manufacturing report number (8021545-2025-00401), was submitted on 12-mar-2025. However, based on the investigation done on 22-jan-2026 and clinical review done on 23-jan-2026 it was found that the serious injury was not related to the infusion set and there is no allegation on unomedical products. Now, this case has been determined to be non-reportable. Hence, this MDR is being submitted to retract the initial MDR. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date no additional patient or event details have been received.